Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure), as well as "patient circuit disconnect" alarms was confirmed. Ventec replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm and ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that, as a result, it was also displaying "patient circuit disconnect" alarms. There was no patient involvement associated with the reported event.